Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from an unk floor with an unsigned note that state, "needle to be broken at, unable to program." No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded as expected. Although the device touchscreen responded when pressed, a review of the device history indicated invalid key touch responses. The probable cause is due to contamination at the top and bottom of the touchscreen caused by fluid ingress. The contamination may have altered the characteristics of the touchscreen and resulted in the touchscreen not being able to calibrate or respond when pressed. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.